Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient's parent found the patient unconscious having a hypoglycemic event with convulsions. The cgm was reading 133 mg/dl at that moment and no blood glucose reading was taken. The parent treated the patient with a glucagon injection and drove the patient to the hospital. At the hospital, the cgm reading was 133 mg/dl and the blood glucose reading was 20 mg/dl. The patient received treatment with an unspecified intravenous solution and was discharged the day after. At the time of the report, the patient was very tired but was recovering. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.